Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. No pt contact. Reportedly this issue occurred w/six lenses. This report references lens 3 of 6. Reference MDR#1313525-2015-00683 for lense 1 of 6 involved in this event. Reference MDR#1313525-2015-00684 for lense 2 of 6 involved in this event. Reference MDR#1313525-2015-00686 for lense 4 of 6 involved in this event. Reference MDR#1313525-2015-00687 for lense 5 of 6 involved in this event. Reference MDR#1313525-2015-00688 for lense 6 of 6 involved in this event.